Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2x1ee. Implanted: (B)(6) 2024. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024 (B)(6). (Hcp): information was received from a healthcare provider regarding a patient who was implanted with an im plantable neurostimulator (ins) for non-obstructive urinary retention. It was reported that the doctor suspected the patient had an infection but wouldn't know until the patient was evaluated. The issue was ongoing. (B)(6) 2024 (B)(6) (con): additional information was received from the patient. Patient called to mention she has a fever and that she has been in touch with md regarding interstim and possible infection. Also, patient states that she felt a sharp pain at the battery site. Informed patient to turn off interstim and to contact her doctor immediately for instructions.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-obstructive urinary retention. It was reported that the doctor suspected the patient had an infection but wouldn't know until the patient was evaluated. The issue was ongoing.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.